Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of ¿the error b30 was displayed¿ and ¿the front panel of the subject device blinked¿ could not be conclusively determined. However, based upon the information from oekg, there was the possibility that ¿the error b30 was displayed¿ and ¿the front panel of the subject device blinked¿ were attributed to any of the followings. The user used the subject device with foreign materials such as dust, dirt and chemical residue on the electric contacts of the video connector. There were similar failure (foreign materials such as dust, dirt and chemical residue) on the light source processor connection. There was failure on the printed-circuit board of the processor. Olympus stated the appropriate handling of clv-190 and the counter measures against abnormalities in the instruction manual of clv-190.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the error b30 was displayed was not duplicated, and the ¿scope detection bar gets stuck/locked¿ was duplicated. (B)(4) also found that the front panel of the subject device blinked due to the ¿scope detection bar gets stuck/locked¿ that means failure of the output socket by the wear. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during maintenance, it was found that the scope communication error b30 was displayed again and again, and ¿scope detection bar gets stuck/locked¿. There was no report of patient injury associated with the event.